Manufacturer narrative:
The customer's meters were requested for investigation. The investigation is ongoing.

Event description:
The initial reporter stated they had 2 inform ii meters, with a cloudy screen, obscuring segments of the results field on the display. The displays on the devices were cloudy after the customer used clorox bleach wipes on them. The customer alleged that the cloudy screen is obscuring segments of the results field on the display. No actual misinterpretation of a result occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.